Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber failed at 40,368 joules of use. A gland volume of 50 ml. And a firing time of 7.42 minutes was also reported. No additional information was provided. There was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap is fractured distal to glue zone; the fiber/glass cap distal part is detached and not returned; the fiber exhibits contamination, likely biologic; the fiber is blackened and bent 1cm form the distal fracture; the heat shrink tubing is melted at the location of the bend; the heat shrink tube is severely melted. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.